Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and there were no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure the rv lead initially presented with a normal capture threshold and small r wave measurements. The rv lead was re-positioned which resulted in no capture at max output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.